Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator indicated for chronic low back pain and spinal pain. It was reported that the patient experienced a loss of therapy and a return of symptoms. It was noted that the patient hurt them self in the last month when they were unloading wood and felt a pop. Since then, the patient had a worsening of target pain. The patient was feeling pain in the legs, hips, and groin (testicles). The stimulator was not taking care of the worsening pain. The patient¿s pain healthcare professional (hcp) thinks that one of the lumbar discs had ruptured. The hcp was requesting imaging to check it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.